Event description:
It was reported that during calibration, prior to a case, the anspach console failed to power on. There was no indication that the anspach console was functioning. Plugged it into a different power port on ups, removed rear shroud and verified that console power switch was on and power cord was plugged in. No success. The case was aborted and was completed converting to manual instrumentation.